Event description:
It was reported that the patient experienced a loss of therapeutic effect. When the patient's device was on, it was very painful. Her device has been off since /2008. It was noted that her device stopped working several months ago. The patient was at home. The healthcare provider confirmed that the patient's lead was replaced. The patient confirmed that her device system was replaced and reprogrammed. She no longer has device issues.